Event description:
It was reported that an illegal application exit error message appeared whenever the clinician would try to access episodes. The device firmware was downloaded and the device interrogated normally afterward. The device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.